Event description:
It was reported that during a percutaneous coronary intervention procedure, a catheter separation occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Two unknown stents were placed in the lesion. The physician then opted to use an apex balloon catheter and the 12mm x 3.0mm quantum maverick balloon catheter utilizing the kissing balloon technique. Resistance was noted during advancement of the quantum maverick and there was difficulty crossing the lesion; a significant bend in the lesion was noted. The balloon of the quantum maverick was inflated once to an unknown atmosphere. A separation occurred in the mid shaft area of the quantum maverick; however the device remained in one piece and was able to be removed without difficulty. The device was exchanged for another of the same to complete the procedure. There were no patient complications reported and the patient's condition is reported as 'stable'.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the target lesion had received prior brachytherapy. Vascular access was obtained via the right radial. The de novo, eccentrically shaped target lesion was 26mm in length. The vessel diameter was 3mm.

Manufacturer narrative:
Device evaluated by MFR: the returned catheter exhibited a kink on the shaft located 2cm proximally from the guide wire exit notch. Visual and microscopic examination of the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).